Event description:
Procedure type: lap colon. According to the reporter, after introducing the trocar, the safety shield didn't return to normal position and cover the knife. No pt injury was reported.

Manufacturer narrative:
.